Manufacturer narrative:
H3: the concerto coil was returned for evaluation. There was no instant detacher and catheter returned with the coil. The implant coil was still attached to the pushwire. The implant coil appeared to be damaged and stretched with the polypropylene filament intact. The coin located against the lumen stop. The break indicator was present and intact. The ai and coupler tubing were also found present and intact. There was no evidence of mechanical or manual detachment attempts to detach the coil. The pushwire appeared to be bent at 3.5cm from the proximal end. No other anomalies were observed. An in-house instant detacher was used to detach the coil. The implant coil was detached successfully on the 1st attempt. Based on the analysis performed, the customer complaint was confirmed as the pushwire was returned with the implant coil was still attached. The implant coil was damaged and stretched. In addition, the pushwire was found to be bent. It is likely that these damages occurred when the customer attempted to advance the coil through the catheter against the reported resistance. However, the cause of resistance could not be determined. Possible causes include damaged catheter, vessel tortuosity and lack of continuous flush. It is also possible that the bent on the pushwire may have contributed to the non-detachment issue. However, the return coil detached successfully using an in-house instant detacher on 1st attempt. No issues were found during detachment of the coil. There was no non-conformance to specifications identified that led to the reported issues. Since the instant detacher and catheter were not returned; any contribution of the instant detacher and catheter to the reported issues could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the procedure was completed by using a different detacher and coil. The resistance occurred in the protective sheath and was stiff. Three attempts were made to detach the coil using the instant detacher. One attempts were made to detach the coil using the manual method.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the concerto coil experienced resistance during delivery, failed to detach, and the pusher was kinked. It was reported that the coil had been dipped in saline and was inserted into the microcatheter as usual. However, when they tried to detach it, the coil would not detach and appeared to have already been kinked. It was noted that there had been friction/difficulty during testing or delivery. The physician did not reposition the coil during the procedure. The patient did not experience any symptoms or complications. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a progreat microcatheter.